Manufacturer narrative:
(B)(4). We are currently endeavouring to obtain more information from the customer with regard to the complaint device. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff has not been returned to the manufacturer. It has been tested for functionality and accuracy by a fisher & paykel healthcare service engineer at our regional office in (B)(4). Results: fph (B)(4) service center checked the device and confirmed that the manometer of the complaint neopuff unit was reading inaccurately . The pressure displayed on the manometer during testing was greater than the actual delivery pressure. A lot check revealed one similar complaint for this lot number. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged the manometer and valve system should be performance tested. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Event description:
A hospital in the (B)(6) reported that the manometer of an rd900 neopuff infant resuscitator "does not function anymore." This was found prior to patient use.

Event description:
A hospital in (B)(6) reported that the manometer of an rd900 neopuff infant resuscitator "does not function anymore." No patient consequence was reported.